Event description:
It was reported that during a hysterectomy procedure, an error sound was heard. When the blade was cleaned, the tip of the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.